Event description:
The reporter did back to back(rapid succession) blood glucose tests. Reporter's reported results were 404 and 192 mg/dl. Reporter did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged. Follow-up attempts to contact the reporter for add'l info have not been successful.